Event description:
The customer reported that an 840 ventilator had blocked screen. The customer did not report if the ventilator was in use on a pt at the time the malfunction occurred. The evaluation of the device has not been completed.

Manufacturer narrative:
(B)(4).